Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified a bent grip on the pk dissecting forceps instrument. The instrument reportedly was not used on a patient after the reported issue was identified. Nothing reportedly fell into a patient and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that one of the instrument's grip was bent, which caused side to side misalignment of the grips. There was a 0.1725 offset at the tips. Engineering concluded that the damaged grip may be due to mishandling. Additional observations that were not initially reported by the site were frayed pitch cable and deep scratches on the main tube. The instrument had a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. The distal end of the main tube exhibited scratches with light material removal and had a rough surface finish. Engineering concluded that the damages may be due to mishandling. Electrical continuity testing was performed on the instrument and passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however,